Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.